Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? The doctor referred to the staple line as ragged. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? ¿ragged¿. The optimizer mentioned the surgeon opened additional staplers in the past. Have all complaints been reported? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Throughout the entire process what color cartridge was being used? He used it for the whole procedure but I am not sure specifically which reloads were used. Were any of the forces higher or lower than expected (closing or opening)? The doctor did not give us information about this.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon reported that the anvil seemed loose and it seems to make his staple line ragged. There were no patient consequences. Case completed with the original stapler.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. No cutting issues were noted during testing. The jaw was visually inspected and no damaged was found. The batch record was reviewed and no anomalies were noted during the manufacturing process.